Manufacturer narrative:
Device has not yet returned for investigation. When the device becomes available an investigation will be performed at that time. A review of the DHR was performed - all 60 units from this work order passed final inspection.

Event description:
Patient called and reported a 4x4 burn on the back of her neck. Patient stated she did not feel any heat coming off of the device.

Event description:
Patient called and reported a 4x4 burn on the back of her neck. Patient stated she did not feel any heat coming off of the device.

Manufacturer narrative:
The power supply did not return for investigation but the device was returned. As received, device was able to power on and charging and pass post. After fully charged, device completed 4 hrs heating test. No damage noted to system. System operates as designed. Patient called (B)(6) 2025 and reported they continue to treat with the device and are doing well. A review of the DHR was performed - all 60 units from this work order passed final inspection.